Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation found the hf resection electrode (B)(4) (lot number 14177p02l002) with a completely broken off and missing loop wire. Furthermore, both fork tubes are heavily bent/deformed and twisted. Causal for this damage and the subsequent breakage of the platin-iridium wire is mechanical overload by the application of excessive force. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Event description:
Cross-reference to MFR report # 9610773-2015-00031 and 9610773-2015-00033. This is report 2 out of 3. Olympus was informed that during a therapeutic hysteroscopic myomectomy procedure, the loop wires of seven hf resection electrodes in total broke/melted (through) inside the patient. However, it was reported that no fragments/parts fell inside the patient as the platin-iridium wires were vaporized completely and thus no parts were actually missing. The intended procedure was subsequently completed using another hf resection electrode and there was no report about an adverse event or patient injury.